Manufacturer narrative:
(B)(4). Foreign: country: australia. Product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 4 months post implantation of a total hip arthroplasty, the patient was revised due to dislocation. It was reported that the patient dislocated several times post-surgery. The patient was then sent to rehab until a date for surgery was determined by the surgeon. The patient had a revision of a poly liner and femoral head. It is unknown if there were any contributing conditions. No additional information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; g3; h2; h3. The following section was corrected: b5. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided, and a corrected report will be filed under MFR number (B)(4) zimmer.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided, and a corrected report will be filed under MFR number (B)(4) zimmer.